Event description:
Pt revised, due to pain, inoperatively found polyethylene wear.

Manufacturer narrative:
Eval was not possible, as the products were not returned. Product info required to review the device history records was not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the reported pain and polyethylene wear; however, polyethylene wear after 13 years implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. Should additional info be received, the investigation will be reopened. Depuy considers the investigation closed.